Manufacturer narrative:
A correction is being made to the model number and lot number because the clinic forwarded incorrect numbers. We have reviewed the production records for the excor apex cannula with lot no. 00079171. This cannula was produced according to our specification. The affected cannula, lot no. 00079171, was in use from 2019-09-23 until 2020-07-31 (312 days). The affected cannula in use by the patient at the time of the incident was not be returned to the manufacturer. The cause of the damage to the cannula could not be established due to not being returned for analysis the initial MDR has a mistake in model number and is being corrected. The correct model number is c18a-020 and the correct lot number is 00079171 because the clinic forwarded incorrect numbers.

Manufacturer narrative:
We have reviewed the production records for the excor arterial cannula with lot. No 00079799. This cannula was produced according to our specification. The affected cannula, lot. No. 00079799, was in use from (B)(6) 2019 until (B)(6) 2020 (312 days). The affected cannula in use by the patient at the time of the incident has not been returned to the manufacturer. An updated report will be provided following a detailed investigation.

Event description:
We were informed by the clinic that a excor cannula connected to the left pump of a patient implanted in the excor bvad configuration ruptured. According to information from the clinic, the patient died after the rupture.